Event description:
It was reported that the clips were falling off when ligating the cystic duct. The incident occurred during a laparoscopic cholecystectomy procedure. No further details were provided. The patient was last reported to be in good condition and not impacted by the alleged malfunction.